Event description:
It was reported that biomed trying to fill water in arctic sun device but the device was not taking up any water during maintenance. Verified fill tube placement and biomed stated device sounds like pump was trying to pull water but nothing was happening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed trying to fill water in arctic sun device but the device was not taking up any water during maintenance. Verified fill tube placement and biomed stated device sounds like pump was trying to pull water but nothing was happening. Per follow up information via phone email on 20may2024, customer states that it was their first time using the device. They reached out to the tech support and was instructed on how to set up the device properly. Advised to plug in all hoses and tubes. Once everything was plugged in, the issue was resolved.